Manufacturer narrative:
Correction: the product evaluation results reported in supplemental report 0001032347-2017-00307-2 is being corrected to reflect the following: the lactosorb rapid flap that was returned is potentially biohazardous as there is blood on the post and therefore cannot be removed from the bag; visual evaluation was done through the bag. Visual evaluation confirmed the complaint as the post is fractured. The most likely cause of the post fracturing is determined to be due to excessive for being exerted onto the post.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually inspected and it was seen that product was fully intact; therefore the complaint is un-confirmed. Functional testing was performed by tightening the outer plate. When the outer plate was spun it was seen that the implant functioned as intended. The most likely underlying cause of this complaint cannot be determined as the implant functioned as intended.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the product broke during a procedure. Another clamp was used to complete the procedure. The event caused about a three minute delay. More information was requested but has not been received.